Event description:
It was reported that the patient's knee was revised due to pain and a hot bone scan. During revision, the patella was found to be fractured and wear was noted on the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.